Event description:
It was reported that the event involved a male pt while in the intensive care unit. The arrow intra-aortic balloon (iab) was inserted by the head of the dept of the intensive care unit (ICU) while in the operating room through the sheath via right femoral artery without issue. Relevant medical history/diagnosis/medications/indication for use: (B)(6) 2013 the pt was undergoing three surgeries: coronary artery bypass graft - 2 shunts; left ventricular aneurysm resection; atrium septical defect plasty. During the surgery, the cardiac insufficiency took place and the pt required intra-aortic balloon pump (iabp) support. The support was performed using a datascope pump (iabp) support. The support was performed using a datascope pump and arrow iab. After 6 hours of support, the alarm "blood in the system" appeared. As a result, the doctor immediately stopped the iabp support and removed the iab. There was not another attempt at the procedure. Medical/surgical intervention was required; femoral arteriorrhaphy. There was indefinite delay or interruption in therapy. There was no report of pt death. The pt outcome is positive. The doctor began to rinse the iab and noticed a round hole in the inflow part of the iab. As far as the shape of the hole, it was observed to be round. The doctor doesn't consider calcification or arteriosclerosis to be the reason for the failure. The pump used in this event was a datascope 3000. Additional information received on (B)(6) 2013 from the distributor stated that the iab and sheath were removed together as one unit successfully. Because this incident occurred at the end of the iab support (after 6 hours of counterpulsation), the pt condition was stabilized and there was no need for further counterpulsation. The femoral arteriorrhaphy was performed with an aim to quickly stop bleeding after removal of the iab and sheath. Usually the vascular closure device is used, but since the accident happened in the ICU, the doctors had no time to use any other type of closure and chose the arteriorrhaphy as the most time-saving option. The pt was stabilized, so there was no need for further iabp therapy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.